Event description:
It was reported that the device had an energy charge failure. While performing an inspection, during the 360 joule charge, the device hesitated around 200 joules. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the transfer relay assembly. After replacing the transfer relay assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and could not duplicate any energy charge discrepancies while testing the returned assembly.